Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 3, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected complaint sample was not returned for evaluation; therefore, a thorough investigation could not be performed. Without the returned devices and detailed information of the event, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information from the clinical specialist, based on the conducted phone interview with the perfusionist states that, the performance and change out of the oxygenator was not a cause of the patient requiring ECMO at the end of this very long, complicated case. The patient was very sick and with a high risk for surgery. When asked about the anti-coagulation management of the patient, the perfusionist verbally communicated that numerous act values of 999 seconds were realized over a significant time period during which no heparin was administered. Upon rewarming the patient, into the 6-hour (360minutes) mark of the bypass run, the po2 values steadily decreased as they intermittently were measured on the point of care blood gas analyzer ( istat ). The decision to change out the oxygenator was made upon po2 values in the 60s (sixties) mmhg range. An entire new heart-lung machine, with a new oxygenator and tubing pack was utilized to perform the change-out. The changeout was uneventful and done within a reasonable time, and bypass was re-initiated without issues as per the perfusionist.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Investigation summary: component code: 4739 - gas exchanger. Health effect - impact code: no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed a normal co2, decrease o2 (lowest po2 was in the 60s). It is unknown if there was a delay in the procedure, and if there was any blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility. The clinical specialist was informed by the perfusionist that they cool the patient down to about 15 degrees. Acts was only utilized for their anticoagulation status and did not use a hepcon machine, nor the shunt sensor. Another gradual decreased in po2 during this case was experience upon-rewarming the patient. At the end of the case, the patient ended up on ECMO. No health consequences or impact. Product was changed out. Procedure completed successfully.